Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-00691, 3005168196-2021-00692.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using a lantern delivery microcatheter (lantern) and a non-penumbra diagnostic catheter. During the procedure, while inserting a lantern into the diagnostic catheter, the physician ovalized the distal tip of the lantern. However, the physician continued to insert the lantern. While advancing the lantern through the curve of the diagnostic catheter, the physician experienced resistance and subsequently, the physician kinked the lantern. Therefore, the physician removed the lantern. While advancing a new lantern without the use of a guidewire through the patient¿s tortuous anatomy into the target location, the physician experienced resistance. Subsequently, the physician kinked the distal end of the lantern. Therefore, the lantern was removed. While the physician attempted to inject contrast through a new lantern using a 5ml syringe, the syringe broke, and after forcing the injection, the lantern came out of the patient. The physician attempted to catch the lantern, but kinked the lantern mid-shaft, and the distal end of the lantern touched the floor. Therefore, the lantern was no longer used. The procedure was completed using a non-penumbra microcatheter. There was no report of an adverse effect to the patient.